Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. A health care professional (hcp) indicated that the manufacturer's device was placed and then removed. It was reported that the patient still had the leads implanted. Additional information reported that the implantable neurostimulator (ins) had been removed due to the patient waking up and being in more pain than they were originally. The pain had been in the patient's back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.